Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module was replaced to address the issue. After the part was replaced on the device, the repair, alarm, and battery test were performed on the device, and the device was cleaned. The device was found working properly.